Manufacturer narrative:
The altaire is a 0.7 tesla open MRI system. On 12/29/2014, hitachi dispatched a field service engineer to investigate the incident. The receive coil was heat tested and the tests were negative. Max temperature reading was 70 degrees f. The coil was checked for performance and found to be within spec . Rf transmitter power output was within the normal range. Clinical applications reviewed the pt images and found no image quality problems or indication of a malfunction. Sar values ranged from 0.5 to 1.6 m/kg for 6 scan sequences. Total scan times was approx 28 minutes. Hitachi has no direct evidence that the altaire MRI system malfunctioned and contributed to the adverse event.

Event description:
On (B)(6) 2014, a hitachi customer reported that a pt reported a skin burn after an MRI exam on the hitachi altaire MRI system. There was no sign of symptoms on the date of the MRI exam ((B)(6) 2014), and the pt did not report the problem at the time of the exam. On (B)(6) 2014, the pt noticed a skin burn and went to the ER and was diagnosed with a second degree burn on right side of her abdomen. The pt was treated at the ER. The exam used a large flexible, receive only body coil. The customer reported that the coil was touching the top of the pt's abdomen, but, according to the technologist, the sides of her abdomen were not touching the coil. The exact position of the burn is unk. The site requested that the pt follow up with them to report her condition, but as of (B)(6), they had no further contact with the pt after her report on (B)(6).